Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r-wave signal amplitude measurements, decreased sensing, increased pacing impedance measurements of 1,200 ohms and loss of capture (loc). No pauses or noise was observed. An x-ray was performed and noted the lead had dislodged. The dislodgement was suspected to be due to twiddler's syndrome. Additionally, there were stored episodes of high ventricular rates, which, appeared to have corresponded to the dislodgement and irritation of the ventricle. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r-wave signal amplitude measurements, decreased sensing, increased pacing impedance measurements of 1,200 ohms and loss of capture (loc). No pauses or noise was observed. An x-ray was performed and noted the lead had dislodged. The dislodgement was suspected to be due to twiddler's syndrome. Additionally, there were stored episodes of high ventricular rates, which, appeared to have corresponded to the dislodgement and irritation of the ventricle. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead will not be returned.